Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had a cut on the insulation. Another lead was used for the procedure and was implanted successfully. The patient was stable post procedure.